Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th may 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-4500, meniscal cinch¿, the first implant fell off hence another ar-4500 was changed to. However, for the 2nd ar-4500, the suture broke when it was tightened. This was detected during an arthroscopic anterior cruciate ligament reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-4500. There were no patient harm and no secondary procedure needed.